Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information was received from the reporter indicating that there was an unspecified delay in the procedure. H6: additional health effect impact code added based upon additional information received.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a labral repair procedure five (x5) gryphon flex biocryl straight devices and one gryphon br w/ proknot device had 4 anchors brake during insertion and 2 anchors the lever could not be engaged, the anchors pulled out when removing the inserter. One of the devices was broken. Alternative devices were used to complete the repair. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The device's inserter tip was found bent. The anchor was not returned. Since the anchor was not returned, we cannot verify the issue reported of broken anchor. The overall complaint was not confirmed as the observed condition of the gryphon flex biocryl straight would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was a no non conformances related to this event.